Event description:
It was reported that the patient faced an event where the infusion set cannula was found to be bent and blocked after removal which led to high blood glucose, insulin via injection is used for treatment on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.